Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, further information was not provided.

Event description:
It was reported that there was a communication error device issue involving (1) pcu and (2) syringe pump modules discovered during routine pm testing in biomed, and there was no known malfunction of these devices during patient use prior to pm (no patient involvement/impact). Both syringe pump modules, which had already passed pm functional testing twice with no problems, were attached to one side of the pcu when the modules unexpectedly ¿cut out¿ and alarmed for communication errors. When the modules were moved to the other side of the pcu, both channel ids turned back on, reading channel a simultaneously. When the customer reviewed the device logs, there were no errors found. The iui¿s were assessed by the customer and all appeared to be in good condition. The customer's primary concern in this event is to determine why the pcu error logs do not appear to reflect the communication error alarms that he witnessed.

Event description:
It was reported that there was a communication error device issue involving (1) pcu and (2) syringe pump modules discovered during routine pm testing in biomed, and there was no known malfunction of these devices during patient use prior to pm (no patient involvement/impact). Both syringe pump modules, which had already passed pm functional testing twice with no problems, were attached to one side of the pcu when the modules unexpectedly ¿cut out¿ and alarmed for communication errors. When the modules were moved to the other side of the pcu, both channel ids turned back on, reading channel a simultaneously. When the customer reviewed the device logs, there were no errors found. The iui¿s were assessed by the customer and all appeared to be in good condition. The customer's primary concern in this event is to determine why the pcu error logs do not appear to reflect the communication error alarms that he witnessed.

Manufacturer narrative:
The syringe modules are no longer considered source instruments.